Manufacturer narrative:
Trackwise#: (B)(4). Corrected section :corrected to "no" device is a single use device. Corrected investigation . The device was returned to the factory for evaluation. An investigation was conducted on 12/09/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The silicone insulation on both the cold and hot jaws were observed to be intact, no visual defects were observed. The heater wire was observed to be intact, no visual defects. Signs of clinical use and evidence of blood was observed on the harvesting cannula. The c-ring was observed to be intact, however, the metal arm of the c-ring was observed to be detached from the body of the c-ring. Based on the returned condition of the device, the reported failure "peeled" was not confirmed, but was confirmed for the analyzed failure "c-ring break". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 it fell apart inside the patient and had to open. All pieces retrieved from leg. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 it fell apart inside the patient and had to open. All pieces retrieved from leg.